Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n163189001, implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient had a pump replacement procedure performed two days ago. The pump and catheter were primed and the pump was programmed to the patient's previous daily dose. The patient was currently in the emergency room (ER) for a drug overdose and was "unable to be aroused". The treating physician reported the patient was given too much post-op medication which caused the overdose symptoms. The patient was hospitalized for two days and was discharged in good condition. The pump was used to deliver fentanyl.